Event description:
It was reported that the atrial lead dislodged. The lead was repositioned on (B)(6) 2012. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.